Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited a lead integrity test (lit) of greater than 125 ohms. Multiple lit's were done with varying results from 70-90 ohms, then leveling off around 50s. 3 weeks ago a shock delivered resulted in a reading of 42 ohms. ,